Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of delivery issue is determined to be patient condition because the pump was unable to pass through due to very small axillary artery of the patient. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Added- d6b, h6 impact code 4627.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported the 67-year-old male patient was attempted to be implanted with an impella 5.5 for mechanical circulatory support. Multiple attempts to insert the pump were made, but they were unable to advance down the axillary artery. Mineral oil was attempted but it was still unsuccessful. The decision was made to abort the implant.